Event description:
It was reported that the pump became hot to touch, causing the charging cable to melt into the port and become stuck. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to manual injections for insulin therapy.